Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8711 lot# j10958r21 serial# implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 3 mg/ml morphine at 0.5 mg/day via an implantable pump for non-malignant pain. It was reported that the expected residual volume at the patient's refill was 0 ml while the actual residual volume was 20 ml. No discrepancies were noted at past refills and this was not the first refill after implant/revision. There was nothing in the pump logs other than an empty pump alarm, which sounded on either (B)(6) 2017 or (B)(6) 2017. It was stated that the doctor was going out of town and could not do a dye study. It was then decided that they would fill the pump was saline until they could do the dye study once the doctor got back in town. It was noted that the patient had reported a return of pain ever since her refill in (B)(6) 2016. The hcp put 20 ml back into the patient's pump later that day. He accessed the side port to aspirate the catheter and was unable to aspirate. It was noted that the hcp got "just about a drop" out of the side port. The pump was programmed to minimum rate (0.0178 mg/day) earlier, however now the hcp was going to turn the pump to stopped mode and would increase the critical alarm interval to 2 hours. The hcp was aware the pump would start alarming in 48 hours. The hcp was going to bring the patient back to revise the system, replacing both the pump and catheter.